Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient had hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The patient was admitted in the intense care unit for a day on (B)(6) 2019 with diabetic ketoacidosis type 1, and also had symptoms like extreme thirst nausea, vomiting and frequent urination, and was treated with intravenous in the neck. The patient was discharged after 3 days on (B)(6) 2019. No further information available.